Event description:
An echelon 10 microcatheter and a fasdasher guidewire were being used in a procedure. The fasdasher wire would not come out of the catheter. It appeared to be stuck in the catheter. The equipment was replaced and the patient was not injured.